Manufacturer narrative:
End-user stated she fell and broke two ribs while using the rollator. End-user had locked the wheels and sat in the seat, as she sat down the rollator rolled backwards, and crashed into a wall causing the rollator to collapse and end-user to fall to the floor. End-user was taken to the emergency department for evaluation. X-rays showed two fractured ribs on her left side and a laceration to the right leg was identified. End-user received no treatment and was discharged home. After discharge the end-user developed shortness of breath, due to the fractured ribs, and was admitted to the hospital for treatment. The rollator was not returned and a root cause cannot be determined. Due to the reported rib fractures and in an abundance of caution this medwatch is being filed. Not returned to manufacturer.

Event description:
It was reported rollator collapsed during use causing an injury.